Manufacturer narrative:
(B)(4).

Event description:
A patient in canada was undergoing a dialysis treatment which included a revaclear 400 dialyzer. During the last 40 minutes of treatment, the nurse observed an external fluid leak coming from above the arterial outlet. Treatment was stopped and the nephrologist was notified. The patient was discharged home in stable condition although the intended amount of fluid removal was not achieved.